Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection, the warmer was observed to have a broken front cover, damaged block assembly, and cracked tank cover . The reported issue was confirmed during functional testing when water was observed to leak from the device. The leakage was traced to cracks on the water tank, around the screws that fasten its cover. The cracking was attributed to overtightening of the screws. As no manufacturing related root cause could be established, no review of device history records was conducted. Review of service records indicate the device was not previously serviced. Due to the age of the device, the device was deemed beyond economical repair and will be decommissioned. This issue was escalated to an internal scar and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: d10. Device available for evaluation.

Event description:
It was reported that the warmer was leaking from the front. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI is unknown, no product information has been provided to date. Date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.